Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, opening on anterior and overweight. A visual and microscopic analysis was performed which identified: puncture opening on anterior and stress marks. Based on the device analysis the final assessment is: a striated puncture opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.